Manufacturer narrative:
(B)(4). The complaint bc190 flexitrunk infant nasal tubing is currently en-route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in florida reported via a fisher & paykel healthcare (f&p) representative that the bc190 flexitrunk infant nasal tubing detached from the mask. The patient experienced oxygen desaturation but recovered to a stable condition. The healthcare facility also reported two other patient events that have been reported separately. No further patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint bc190 flexitrunk infant nasal mask was not returned to fisher & paykel healthcare for evaluation. Our investigation is based on the information provide and our knowledge of our product. Results: the customer reported that the bc190 flexitrunk infant nasal tubing detached from the mask. Conclusion: without the complaint device, we are unable to determine cause of the reported issue with the bc190 flexitrunk infant nasal mask. The user instructions that accompany the flexitrunk infant interface illustrate in pictorial format the correct set-up and proper use of infant interfaces, including the nasal mask and nasal tubing. It also states the following: "connect prongs and mask to nasal tubing ensuring that it is inserted fully." "If using mask: connect to patient by placing mask around the nose. The mask should sit comfortably around the patient's nose. It must not occlude the nostrils or touch the septum and should not be over the lip or over the eyes." "Check that all circuit connections are tight before use and after any adjustment."

Event description:
A healthcare facility in florida reported via a fisher & paykel healthcare (f&p) representative that the bc190 flexitrunk infant nasal tubing detached from the mask. The patient experienced oxygen desaturation but recovered to a stable condition. The healthcare facility also reported two other patient events that have been reported separately. No further patient consequence was reported.